Event description:
Same case as manufacturer's report #6000093-2006-00274. Tap it was reported that 204 days after implantation of a taxus express2 2.5x24mm drug eluting stent, in-stent restenosis occurred. The target lesion was located in the left anterior descending artery (lad). No information was reported on the pre-intervention stenosis. No information was reported o post-intervention stenosis after deployment of a 2.5x24mm taxus stent. No informtion was reported on the calcification or tortuosity of the treated vessel. The patient received plavix and nitroglycerin during the procedure. No information was reported on post-procedure medication prescribed to the patient no information was received concerning patient complications. The patient presented 204 days after the original intervention with in-stent restenosis in the lab. No information was reported on the precentage of restenosis, re-intervention consisted of balloon angioplasty of the lad. No information was reported on the precentage of post-intervention stenosis, no information was received concerning patient complications.